Event description:
It was reported that on (B)(6) 2024, a 23 mm navitor valve was chosen for a transcatheter aortic valve implantation (tavi) procedure using a small flexnav delivery system. The procedure was successfully completed with an implant depth of 6mm at non-coronary cusp and 4mm at left coronary cusp. There was no migration or coronary occlusion with mpg2.6 and left ventricular outflow tract (lvot) with giant calcified. There was mild perivalvular leak (pvl ) and it was acceptable. In the postoperative hemostasis stage, heart rate (hr) remained at the level of 50, and the blood pressure did not rise. The diagnosis of complete atrioventricular block (cavb) was made based on electrocardiogram findings and a temporary pacemaker was placed from the right jugular vein, and the hemodynamics was stabilized. The patient was reported stable and scheduled a permanent pacemaker implantation on (B)(6) 2024.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 23 mm navitor valve was chosen for a transcatheter aortic valve implantation (tavi) procedure using a small flexnav delivery system. The procedure was successfully completed with an implant depth of 6mm at non-coronary cusp and 4mm at left coronary cusp. There was no migration or coronary occlusion with mpg2.6 and left ventricular outflow tract (lvot) with giant calcified. There was mild perivalvular leak (pvl ) and it was acceptable. In the postoperative hemostasis stage, heart rate (hr) remained at the level of 50, and the blood pressure did not rise. The diagnosis of complete atrioventricular block (cavb) was made based on electrocardiogram findings and a temporary pacemaker was placed from the right jugular vein, and the hemodynamics was stabilized. The patient was reported stable and scheduled a permanent pacemaker implantation on (B)(6) 2024.

Manufacturer narrative:
An event of mild perivalvular leak was reported. The diagnosis of complete atrioventricular block (cavb) was made based on electrocardiogram findings and a temporary pacemaker was placed, and the hemodynamics was stabilized. The patient was scheduled for a permanent pacemaker implantation. Information from field indicated that the procedure was successfully completed with an implant depth of 6 mm at non-coronary cusp, which is deeper than optimal 3 mm implant depth. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.